Event description:
The customer reported the dxc 700 au had erroneous low or zero patient results for multiple analytes.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The inspected the instrument and noted bubbles in sample and wash syringes and replaced sample and wash syringes. However, this did not resolve the issue. The fse performed multiple interventions, and multiple parts were replaced as part of troubleshooting. The fse determined the failure mode was due to a faulty sample transfer unit. The issue was resolved after replacing the sample transfer unit on the system. No further issues were noted. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(6).